Manufacturer narrative:
Initial and final (B)(4) device 1 of 2. E1: patient city: (B)(6). Patient country: canada . H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced high blood glucose levels for about two hours on (B)(6) 2026 which was treated with bolus via pump and changed the infusion set. Patient was unsure of what led to the event. No further information available.